Event description:
Event description boston scientific crm received information that this guidewire separated during the implant procedure. The distal portion of the guidewire was retrieved without reported complication. The product will be returned to boston scientific for evaluation.